Manufacturer narrative:
The doctors statement on the cause of death: "based on above stated clinical events we feel that endobronchial valves contributed to [right] sided pneumothorax, but at the time of cardiopulmonary event it was felt that the right [pneumothorax] is likely under control with multiple chest tubes and therefore it is unlikely that it directly contributed to the cardiopulmonary arrest. The exact cause of death remains unclear, and possibilities include left sided pneumothorax (which was not appreciated despite a reassuring bedside ultrasound), pulmonary embolism, or a cardiac event given his history of cad." Since a pneumothorax event occurred, an assessment of this complication is included below. Pneumothorax is the most common side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). Targeted lobar deflation likely causes inflation of the ipsilateral lobe, which can result in a tear of the already compromised parenchymal tissue of the emphysematous ipsilateral lobe, resulting in a pneumothorax (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA p180002's approval), 26.6% of the zephyr valve subjects experienced a pneumothorax in the treatment period ([less than or equal to 45 days). These were managed using standard of care procedures as per previously published guidelines (valipour, arschang, et al. Respiration 87.6 (2014): 513-521). In 17.4% of the events, the pneumothorax resolved without any additional intervention with subjects under careful observation. In over half the events (56.5%), the pneumothorax was managed with a chest-tube only. An additional 13% of the events were managed with a chest-tube and the temporary removal of one or more valves, while another 13% of the events were managed with a chest-tube and removal of all the implanted valves. Upon successful resolution of the pneumothorax, removed valves can be replaced. Patients that experienced a pneumothorax experienced clinical benefits of the zephyr valve treatment that were similar to the benefits experienced by patients who did not have a pneumothorax. The zephyr ebv system IFU and pulmonx training program both specifically reference pneumothorax as a known side effect of this procedure and the published guidelines (valipour, arschang, et al. "Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema-potential mechanisms, treatment algorithm, and case examples." Respiration 87.6 (2014): 513-521). The reported event aligns with the experience observed in the liberate clinical study and is an expected side effect to the zephyr valve treatment.

Event description:
Patient had zephyr valves and aspiration valves implanted into his left upper lung in 2019 with good clinical response and no post-procedure complications. However, the patient regressed in 2020, resulting in a bronchoscopy on (B)(6) 2020. The bronchoscopy showed proximal migration of the zephyr valve in the lingula and sideways rotation of the aspiration valve in the apicoposterior segment. The zephyr valve in the lingula was replaced. Due to the placement of the aspiration valves and the regression in symptoms after treating the left upper lung, a decision was made to also treat the right upper lung. The patient then had three zephyr valves implanted into the right upper lung on (B)(6) 2020. He developed a right pneumothorax, was intubated and had multiple chest tubes placed in the right side. On (B)(6) 2020, he was extubated to a bipap machine and appeared to be overall hemodynamically stable. On (B)(6) 2020, the patient developed shortness of breath and a sudden drop in oxygen saturation. The chest tubes appeared to be working with no sign of worsening subcutaneous emphysema compared with day prior. X-rays and ultrasounds showed lung sliding on the left side. The patient was again intubated and then developed cardiac arrest. The family declined an autopsy. The doctors statement on the cause of death: "based on above stated clinical events we feel that endobronchial valves contributed to [right] sided pneumothorax, but at the time of cardiopulmonary event it was felt that the right [pneumothorax] is likely under control with multiple chest tubes and therefore it is unlikely that it directly contributed to the cardiopulmonary arrest. The exact cause of death remains unclear, and possibilities include left sided pneumothorax (which was not appreciated despite a reassuring bedside ultrasound), pulmonary embolism, or a cardiac event given his history of cad."